Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, while connecting the device to leads only right ventricular (rv) defibrillation lead did not screw. The doctor tried 10-15 times to screw it, but it was coming out every time. The device was attempted and not used. A different device was used to complete the procedure. No patient complications have been reported as a result of this event.